Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the tubing, peristaltic head (rohs). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed falsely elevated magnesium results on the architect c4000 analyzer. The following data was provided (mg/dl): sample 1 initial 6.0, repeat 1.9; sample 2 initial 6.1, repeat 2.1; there was no impact to patient management reported.